Event description:
It was reported that balloon rupture occurred. The balloon used for a calcified lesion in sfa-pop ruptured during inflation at less than nominal pressure. Then it was replaced with a new product and the operation was continued. No complications were reported.

Manufacturer narrative:
The investigation has not been completed yet; therefore, the cause of this event has not been determined. This is an initial report, and the results of the investigation will be described in a follow-up report.